Manufacturer narrative:
H10: the product support engineer (pse) provided analysis findings to the customer and recommended replacement of the solenoid valve. Once customer approval was received, the pse replaced the solenoid valve. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
Reporter phone number - (B)(6).

Event description:
Philips received a complaint from a product support engineer (pse) reporting a failure of the oxygen (o2) valve on the v60 ventilator. The issue was identified during device testing. The device was not in clinical use. There was no report of harm. The product support engineer (pse) evaluated the device and reported the unit does not supply oxygen as intended. The pse determined the cause was an oxygen valve malfunction. The pse recommended replacement.